Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient thought they might have pulled a wire on the right side because now they were feeling stimulation in a different area than when they started. Before they were not able to pass 0.5 because they felt the stimulation was too strong, and now they were feeling comfortable stimulation at 1.5. It was noted the patient might have bent or twisted a certain way, but did not know how the wires were pulled. It was pulled, but not all the way out and the patient was able to have it taken care of and everything was working well. The patient was reassured the evaluation was still working and the area where stimulation was now felt was still a common area. Stimulation was initially felt on pelvic area and now on buttocks area. Information about wires moving was also shared with the patient. It was noted the issue had been taken care of. No further complications were reported/anticipated.